Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to detect downstream occlusion until 31 psi (pounds per square inch) during preventive maintenance testing. There was no patient involved. No additional information is available.